Manufacturer narrative:
Per the tandem user guide: ¿the infusion set must be replaced and rotated every 48¿72 hours, or more often if needed.¿ per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose. Per tandem¿s user guide: insulin should be at room temperature before filling cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer reported using cold insulin and using both the cartridge and infusion sets longer than the recommended period of time which are considered off label per the tandem user guide, tandem technical support educated the customer of this. The customer changed pump supplies to address issue. There was no reported adverse impact to the customer¿s blood glucose level.